Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Both complaints for this serial number (B)(4) have been reported from one u.s. Facility.

Event description:
Per biomed - unit has the 'rainy noise' in the image.